Manufacturer narrative:
The unit was received with its operating currents within specification. The unit passed the self test, unexpected restart error test, rewind, basic occlusion test and displacement test. However, the unit could not be primed during the prime/compromised force sensor system test due to faulty force sensor resistor. The unit was received with cracked casing at the display window corners and minor scratches on the lcd window. (B)(4).

Event description:
The device was returned for analysis.